Event description:
A discordant, falsely depressed prostate specific antigen (psa) patient result (1 patient) was obtained on an immulite instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument. The repeat result was reported, as the corrected result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed prostate specific antigen (psa) patient result.

Manufacturer narrative:
An outside of united states (ous) customer reported a multiple falsely depressed prostate specific antigen (psa) patient results obtained on an immulite instrument. The customer contacted a third party and was serviced by a non-siemens party. A decontamination procedure and water test were performed. Additionally, tubing was checked, and the water bottle connector was replaced due to bubbles present in the tube. Seals, water probes, substrate probes, and dark count was checked. Mdrs 2247117-2021-00009, 2247117-2021-00010 were filed in conjunction to this report.